Event description:
It was reported that when the patient presented for routine follow up, non-sustained lead noise was observed on the lead. Oversensing of myopotentials were suspected. The noise was reproduced with isometric test. All electrical measurements were good and no anomalies were seen via fluoroscopy. The lead remains implanted. Patient condition is good and will be monitored.